Event description:
A customer's parent reported via phone call indicating that they experienced high blood glucose of 545 mg/dl. The parent states the last two sensors that the customer used does not last long. The customer does not perspire much and does not use the sensor adhesive tape. The customer was sent a new sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.